Event description:
The [clinic] clinic called imaging recovery to replace a malfunctioning PICC [peripherally inserted central catheter] line. They said the line was a triple lumen PICC that was leaking underneath the dressing when the gray lumen is flushed. The dressing was intact, and the leaking was underneath the dressing felt by the patient. The patient reports no pain. The line was assessed and found dressing to be intact with no redness or swelling or any other sign of infection. I flushed the three lumens and found the gray lumen leaking underneath the dressing. I removed the dressing sterilely and flushed the line again and it appeared the leaking was coming from the site and not from the external lumen. I inspected the secure a cath after removal and did not find any defect.